Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this report 2017865-2013-04922 the same issue was reported as 2017865-2013-04753.

Event description:
It was reported that during implant, the lead exhibited threshold and sensing anomalies. The lead was not used.